Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm, prime/fill anomaly, unexpected error message, charge/battery anomaly or failed battery test noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratched screen which was little blurry, insulin squirting during priming and unspecified codes alarm. Customer¿s blood glucose level was unknown. Customer also reported that changing battery more frequently, diminished battery life insulin pump had rejected new battery, loud and labored sound during rewind and no delivery alerts. Customer declined to report to medtronic 24 hour technical support department. The device will not be returned for analysis.